Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery light active on the heartmate power module and the internal battery not being able to charge a was not confirmed. The heartmate power module (serial number (B)(6)) and internal battery (serial number (B)(6)) were not returned for analysis. Additionally, there were no photos, log files, or any other supporting documents submitted that would confirm the reported event. It was further reported that the power module was taken out of use and a new battery was ordered for replacement. Per the device history record review, the internal battery has an expiration date of 31mar2024; therefore, the battery was not expired at the time of the reported event. Provided information stated that the serial number of the internal backup battery is (B)(6), and no product will be returning. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The power module was shipped to the customer on 28jun2021. The backup battery, serial number (B)(6), was observed to pass all initial manufacturing tests. The backup battery was also observed to have been manufactured on 28apr2021 and has an expiration date of 31mar2024. The battery was received in san ramon on 29apr2021 and was released to inventory on 30apr2021. The heartmate power module instructions for use (IFU) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during preparation for the implant procedure it was noted that the heartmate power module battery did not charge. The device alarmed and a red light was illuminated. The power module was taken out of use and a new battery was ordered for replacement.

Manufacturer narrative:
Section g3: it is unknown which device the patient was implanted with at the time of the event the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.